Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which included an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event. Clinical review of the medical records revealed peritonitis with no growth. There was no reference in the medical records for the cause of the infection and is unlikely related to fresenius peritoneal dialysis products.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis. The pdrn reported on (B)(6) 2015, the patient was seen in their peritoneal dialysis clinic due to cloudy drainage. The patient's effluent expressed from the peritoneal dialysis catheter was cultured and found the cell count was 300. The peritonitis was treated with vancomycin and gentamicin (dose, route, and frequency unknown). As of (B)(6) 2015, the pdrn reported the patient's symptoms of peritonitis had improved.